Manufacturer narrative:
Received 4 urethral catheters for evaluation. The reported event was unconfirmed. The sampled were visually inspected and no lumps were found. No lumps were felt on the catheters during the tactile inspection. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter had bumps and sharp burrs on the surface.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter had bumps and sharp burrs on the surface.